Event description:
A snare was introduced into the endoscope and was visualized on the monitor. When the scrub technician attempted to open the snare, the snare would not open. The scrub technician observed break in the sheath at proximal end of snare.the snare was removed. All parts of sheath and the snare were accounted for. A new snare was obtained and the procedure was continued without problem. No patient adverse event occurred.we are attempting to contact manufacturer.